Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue with the battery runtime of 108 minutes and the minimum runtime spec is 135 minutes replaced the batteries to resolve the issue. The field service engineer (fse) completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed batteries were returned to failure analysis and testing fore evaluation. The failure analysis and testing department received the batteries associated with this complaint. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the batteries into the cs300 test fixture and tested to the factory specifications as per cs300 service manual. The failure analysis and testing department verified the failure of failed battery runtime tests. The batteries runtime failed testing as of 93 minutes. Minimum battery runtime is 135 minutes as per service manual. Retaining the batteries in fat dept. As per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.